Event description:
It was reported via repair work order that the side rails would not slide out enough to go into the upright position due to lack of lubricated the glid rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.